Event description:
The customer reported the system had image storage issues and lost cine images. There was no pt injury to death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pt object directory was erased during the service call. The system was tested and found to be working as intended and put back into service.